Event description:
It has been reported to philips that the geo ipc of the allura device would not boot up resulting in no geometry movement. A restart was attempted which did not resolve the issue. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The 3rd party field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that there was a malfunction with the geo pc. After performing troubleshooting, fse attached the external monitor to the system, discovered that there was no signal there, and concluded that the geo ipc was broken. The third-party engineer replaced the geo ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.